Event description:
Additional information provided by surgeon stated the visual disturbances completely resolved after lens replacment with a model intraocular lens. Pt's visual acuity (va) prior to the event was 20/30. Current va is 20/30.

Event description:
A surgeon reported an intraocular lens (iol) was replaced due to the pt experiencing photic phenomenon.

Event description:
Add'l info provided by the surgeon stated the visual disturbances completely resolved after the lens was replaced with a different intraocular lens model. Pt's visual acuity(va) prior to the event was 20/30. Current va is 20/30.